Event description:
Customer called and stated the cord going into the pad caught fire.

Manufacturer narrative:
Our inspection found, the cord appears to have been twisted repeatedly at the butterfly, which over time, caused a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: poly cover dirty or stained, cord twisted, cord cut/thermostat discoloration, pad dirty or stained. This tells us that the pad was not being properly used as per our instructions in the manual.